Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
Additional information received indicates that the patient has no neurological defects left. The patient is still in the hospital and is listed as "high urgent" for transplant due to the chronic driveline infection with serratia marcescens. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Per the instructions for use (IFU): serious and life threatening adverse events, including death and infection have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures.

Event description:
It was reported that the patient was hospitalized due to an infection that was in the driveline for a unknown period of time. The patient reported fluttering behavior of the pump when they experienced dizziness and visual problems. Patient's inr was >4 on (B)(6) 2015 and 3 on (B)(6) 2015. Sti proposed neurological consil and also echo to investigate into volume status and right heart function, since flows seemed to be low.